Event description:
It was reported that the device exhibited error 1220 that was resolved with battery change. Error 1660 unresolved, pump powered on, but pump settings changed from a continuous infusion to settings indicating an intermittent infusion. No additional information available. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. Product is beyond a years from manufacture date of 13jun2013 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.